Event description:
During service, the pump failed with an 810:11 failure code. Although attempts were made by the baxter service facility to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.